Event description:
The customer reported that images were missing and images were mixed. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. The system was then found to be operating as intended.